Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be....

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unspecified date, the patient began treatment for the event with an unspecified medication (dose, frequency, and route were not reported). It was not reported if the patient was hospitalized for the event. On an unreported date dianeal therapy was discontinued. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.